Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was indicated that the pump had been too close to the patient¿s ribs and she had been experiencing increased pain. The device was surgically repositioned away from the patient¿s ribs. It was stated that issue was not due to the pump moving in the pocket and, to the reporter¿s knowledge, was not due to inadequate placement at implant.

Event description:
It was reported that the pump was scheduled to be repositioned (B)(6) 2014. The issue was unknown. It was unknown what the pump infused [device implant query listed the drug as dilaudid]. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l47427, implanted: (B)(6) 1997, product type: catheter. (B)(4).